Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that skin reactions have occurred since the beginning use of the cgm system. Symptoms of skin reactions have included itching, irritation, bruising and inflammation. The affected area was on the abdomen only in the area of the adhesive patch. The skin reaction was treated with uni-solve and alcohol swabs. Additionally, the patient reported following up with his endocrinologist regarding the issue, which he described as scarring at the insertion site. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that since he began using the cgm system, he has experienced itching, irritation, and red marks when the sensor was removed after 7 days of use. The marks are initially inflamed and do not dissipate in the weeks following sensor removal. The affected area was located on the abdomen, only in the area of the adhesive patch. The skin reaction was treated with uni-solve and alcohol. Additionally, the patient reported seeking guidance from his endocrinologist, who then referred the patient to reach out to dexcom for additional information. On (B)(6) 2018 a medical review was performed and additional information was provided by the patient. The patient alleged that the red marks were scars. No additional event or patient information is available.